Event description:
A distributor reported that a cartridge alarm occurred on the pump, identified as alarm 20, which happened during insulin pumping. There was no adverse impact on the customer's blood glucose level, as the level did not exceed 500 mg/dl. The customer attempted to reload a cartridge following the proper technique but was unsuccessful as the alarm recurred. Consequently, technical support decided to replace the pump and instructed the customer on how to put the old pump into storage mode before returning it. The customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues uninterrupted and also confirmed their shipping address for the replacement pump.